Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an in-stent restenosis of a non-bsc stent located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and procedure was completed with a different device. No patient complications were reported and the patient's status was stable.